Event description:
A caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use the pump or reverted to manual injections for insulin therapy.